Manufacturer narrative:
Trackwise ID (B)(4). The lot # 3000297180 history record review was completed. There were no ncmrs, rework, or deviations documented for the reported lot number. Based on the DHR/lhr review results, it was determined that there is no relation between the batch manufacturing process and the reported failure.

Event description:
N/a.

Manufacturer narrative:
Tw ID# (B)(4). Since the device is not available to be returned to us, a technical evaluation cannot be performed. Per our standard sop's, all events are tracked and trended to determine whether or not any trends develop. H3 other text : device discarded.

Event description:
The hospital reported that during a coronary bypass procedure, hst iii system (4.3mm) did not load as it should of inside of the loading device. At step 1 as the two handles were squeezed, the heart string did not coil enough to fit into the tube for step 2 event with both handles fully depressed. A new device was used to complete the procedure. There was no delay or patient harm.